Event description:
The suspect device was reading high (300's mg/dl) during the night and the user took insulin. In the morning the user's sister came over and the device read 171 mg/dl. Insulin was given and then the user got worse. They were clammy and unresponsive. Paramedics were called and when they arrived pt's glucose was 36 mg/dl on their equipment. They were given food and an IV, then transported to the hospital. They were kept on an IV until they were stable. Family member did not know if controls were run. The device was replaced and requested to be returned for evaluation.